Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01988. It was reported that shaft break occurred. A 145 5-in-6 guidezilla¿ device was selected to be used for a percutaneous transluminal coronary angioplasty procedure in the calcified right coronary artery. The guidezilla was delivered to the lesion and a 2.0mm, and a 2.5mm, balloon catheter were used to pre-dilate the lesion. A 3.50 x 20mm synergy¿ drug-eluting stent was then advanced for treatment. However, it was unable to cross despite several attempts and it was noted that the stent struts were damaged and crashed. Another 3.50 x 20mm synergy¿ drug-eluting stent was then advanced however, it also did not cross the lesion. The stent was then removed together with the guidezilla and it was noted that the guidezilla had broken into two parts upon removing from the guide catheter. The procedure was stopped and the physician decided to do percutaneous coronary intervention after six weeks. No patient complications were reported and the patient's status was stable.